Manufacturer narrative:
On 5/16/2019 mentor became aware that they erroneously placed the wrong manufacturing record evaluation (mre) statement with the initial report submitted on that same date. The correct statement is as follows: a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with 395cc mentor memoryshape breast implants and experienced bilateral capsular contracture (baker¿s grade unknown). The capsular contracture was confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-12062 for contralateral prosthesis report.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).